Event description:
It was reported that there was problems screwing out the helix. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).